Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: qa specialist. Investigation findings: 114 is based on the details of complaint; 213 is based on the retention samples. Since the sample was not returned for evaluation, we could not provide the detailed information of its actual condition. Additional information received confirmed the defect most likely happened during usage since the complaint sg2 needle should only be used for subcutaneous injection. Retention samples were subjected to simulation. Aspiration from a vial of reconstituted medicine (benzylpenicillin) was successfully conducted then syringe was connected to the sg2 needles followed by injection to dummy arm. No tilted/bent or broken cannula was encountered during simulation similar to the complaint. Our cannula as supplied raw material complies with iso 9626, particularly on stiffness and breakage. We have series of visual inspection to check the condition of the product that might lead to the complaint. Prior shipment, qc conducts outgoing inspection that includes visual checking such as bent, or damage on cannula. Lot history files showed no nonconformity encountered that will lead to the complaint (B)(4).

Event description:
The user facility reported that after the nurse reconstituted the product (he/she) then tried to administer it to the patient, the needle broke. The user tried to insert the needle into the vial is when the needle broke, and the liquid leaked out. The procedure was not successful. The patient was not able to get the dose. The needle did not break in patient's skin. There was no patient injury, medical/surgical intervention required. The patient was not harmed.